Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.